Event description:
Customer reported feeling "shaky" and needed help testing her blood sugar. She received a result of 112 mg/dl on the aviva combo system. At the same time she tested 56 mg/dl on a bayer contour meter. The customer's mother treated her with 3 pieces of glucose. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). The customer did not return the suspect strips.

Manufacturer narrative:
The event occurred in (B)(6).